Manufacturer narrative:
Date rec¿d by MFR : 23apr2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the repair has been complete.

Event description:
The customer reported touch screen failure. Touch screen drifts after calibration. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.